Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or challenging anatomy. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the distal right coronary artery. During use of the bmw universal ii guide wire, it separated and the separation portion could not be retrieved from the anatomy. Three additional bmw universal ii guide wires were also used during the procedure without issue. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.